Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer felt sluggish and sick in stomach. The blood glucose reading at the time of the event was 600 mg/dl. Customer discovered a bent cannula. Customer started out with a low blood glucose of 44 mg/dl. Customer checked again, the blood glucose went to 356 mg/dl. The customer went to hospital when the blood glucose reading increased to 600 mg/dl. Customer stated that the insulin was not working. Diagnosed diabetes ketoacidosis. Customer was released from hospital after three days. The current blood glucose reading was 249 mg/dl. Nothing further reported.